Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked, the yellow o-ring was visible, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-jan-2018 with the following findings: a review of the pump black box data revealed evidence of unexplained pump reboots. During a visual inspection of the pump, the battery compartment was found to be cracked on the side from the threads to the cover. There was corrosion observed inside the battery compartment. A leak test showed a battery compartment leak. The returned battery cap had stripped threads and the cap was unable to maintain electrical connection; a power loss was duplicated. A test battery cap was able to fit to maintain electrical connection. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).